Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via femoral artery. The 65% stenosed, 28mm x 2.75mm, eccentric, de novo target lesion with a significant bend of greater than 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.75x32mm promus element plus stent was in use and during procedure a vessel dissection was noted. Another drug-eluting stent was implanted to treat the dissection and the procedure was completed. No further patient complications were reported.